Manufacturer narrative:
Investigation summary: no samples (including photos) were returned for the reported issue of ¿leakage in 5ml emerald blister syringe when attached with bd spinal¿ with lot number 9120695 regarding item # 303080 so the complaint could not be confirmed, and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. The DHR was reviewed and no qn or ncp were generated on the lot number 9120695 during its production. The team investigated and confirmed the dimension of the nozzle of the retention samples for the lot number 9120695 and found within the specification limit. Also functional testing was performed with needle and no leakage was observed. As no samples and/or photo(s) were received the investigation concluded that bd was not able to duplicate or confirm the indicated failure. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that 10 syringe 5ml ls 24x1 dn india bp experienced leakage during use. The following information was provided by the initial reporter: leakeage in 5ml emerald blister syringe when attached with bd spinal.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. OEM manufacture: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that 10 syringe 5ml ls 24x1 dn india bp experienced leakage during use. The following information was provided by the initial reporter: leakage in 5ml emerald blister syringe when attached with bd spinal.